Event description:
Information was received from a patient rep regarding an external device. Caller states when she is having the pt charge the ins it is taking a long time to charge, over 2 hours. Caller states the handset will stop the charge at about 70% and sometimes the screen goes blank. Caller notes no physical damage to the rtm. A replacement recharger telemetry module (rtm) was sent out. Caller was patient rep calling on stating they got the new rtm today and the controller was fully charged. When they attempted to recharge the ins they got excellent. The controller dropped to 90% and shut off stating they need to recharge the battery caller said it did not specify if it was talking about the ins or controller battery). When they started recharging the ins battery the ins battery showed it was in the orange and after 30 minutes of recharging excellent the ins battery was still in the orange. The pt then came onto the line and said the ins was in the green showing 30%. They had been recharging for 30 to 45 minutes. Agent closed case. A replacement controller was sent out. No symptoms were reported. Caller called back and inquired if patient was supposed to receive any other equipment. Agent reviewed with caller that patient was sent a replacement recharger and controller. Caller was rude during the call and had trouble listening to agent. Agent offered to help pair the replacement controller. Caller mentioned they couldn't plug the recharger into the controller but the recharger eventually plugged in. Caller was already on the position screen and went through the set up prompts. Agent told the caller to press continue but caller mentioned they didn't have the recharger or belt on the patient yet. Agent advised caller to put the belt/recharger on the patient then caller mentioned they already had the belt/recharger on the patient. Caller was very contradicting. Caller mentioned they would just finish pairing the controller to the implant and charging the patient's implant instead. Caller called back stating they were sent new equipment and the rtm cord did not fit well. They had the controller charged up but the ins would not recharge. They would get to a screen that said stimulation. Pts ins battery was really low so they turned stimulation off. During call when caller unlocked the controller it went to the screen that said stimulation off. The controller was at 100% and the ins battery was a "thin green line." During call rtm was not plugged into the controller, caller plugged rtm into the controller and when they attempted to recharge the ins they got recharging excellent. Caller said they forgot to plug the rtm in to the controller and to forget about this call. Patient rep marylynne hull called back from number listed on file stating that, even with all of the replacements, the patient was still having issues. Caller described the controller will show 100% and the implantable neurostimulator (ins) will be at 30% and show finished. Caller stated this has occurred twice today. Agent asked if caller might be pressing the stop button inadvertently and caller stated they were not. Caller added that every time the patient moves the charge quality will go from excellent to poor and reported seeing no device found. Caller added the date and time are wrong; agent reviewed how to correct. Caller noted the controller was currently showing 100% and implantable neurostimulator (ins) red with battery empty recharge your implanted device message. Caller was not with patient at the time of the call. Agent reviewed all external equipment has been replaced and inquired as to recent falls or traumas or weight gain/loss. Caller noted the patient had fallen forward and cut their arm, but has never fallen backward that they are aware of. Caller did report a significant weight loss. Agent redirected to hcp and mdt rep to further address (see pe # (B)(4) for information mentioned while on the call).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.